Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2016 and sutures were used to secure unknown mesh. It was reported that the patient experienced a loss of blood flow to the left testicle and had it surgically removed (left orchiectomy) on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/24/2018 (B)(4). Additional information was obtained: : (B)(6) medical hx: inguinal hernia details: it was reported that following insertion the patient experienced lower abdominal pain, left scrotal hematoma and recurrent hernia. No additional information was provided.